Event description:
Pt specimens tested for vitamin d on the tosoh aia-900. Five pts' results were <4.0 ng/ml and were reported as <4.0 ng/ml. When repeated the result was: patient 46 = 71.2 ng/ml. The investigation confirmed that qc was within range during both analyses of pt specimens. All reagents were within date, and when alternative reagents were supplied the precision and analysis of known results were repeated. Root cause: unable to determine root cause.

Event description:
Pt specimens tested for vitamin d on the tosoh aia-900. Five pts' results were <4.0 ng/ml and were reported as <4.0 ng/ml. When repeated the result was: patient 68= 46.2 ng/ml. The investigation confirmed that qc was within range during both analyses of pt specimens. All reagents were within date, and when alternative reagents were supplied the precision and analysis of known results were repeated. Root cause: unable to determine root cause.

Event description:
Pt specimens tested for vitamin d on the tosoh aia-900. Five pts' results were <4.0 ng/ml and were reported as <4.0 ng/ml. When repeated the result was: patient 55 = 43.1 ng/ml. The investigation confirmed that qc was within range during both analyses of pt specimens. All reagents were within date, and when alternative reagents were supplied the precision and analysis of known results were repeated. Root cause: unable to determine root cause.

Event description:
Pt specimens tested for vitamin d on the tosoh aia-900. Five pts' results were <4.0 ng/ml and were reported as <4.0 ng/ml. When repeated the result was: patient 59 = 29.3 ng/ml. The investigation confirmed that qc was within range during both analyses of pt specimens. All reagents were within date, and when alternative reagents were supplied the precision and analysis of known results were repeated. Root cause: unable to determine root cause.

Event description:
Pt specimens tested for vitamin d on the tosoh aia-900. Five pts' results were <4.0 ng/ml and were reported as <4.0 ng/ml. When repeated the result was: patient 56 = 23.8 ng/ml. The investigation confirmed that qc was within range during both analyses of pt specimens. All reagents were within date, and when alternative reagents were supplied the precision and analysis of known results were repeated. Root cause: unable to determine root cause.